Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a channel a failure was confirmed during product evaluation in the pump's event history as failure code 808:02 on channel a. This condition was caused by a faulty channel a pumphead module. The channel a pumphead module was replaced to correct the reported condition.

Event description:
The facility reported a colleague infusion pump with a channel a failure. According to the facility, it is unknown when this event occurred. However, upon reviewing the pump's event history, baxter quality engineering discovered this event occurred during and interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.